Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The device displayed an estimated battery longevity decrease from 83 percent in (B)(6) 2022 to 18 percent in (B)(6) 2023. In addition, all the patient information and implant date were deleted, and no pd error was triggered. The patient reported that he had not received any radiation therapy of other treatment. An automatic set-up was performed and a new implant date was set. The estimated battery longevity switched to 19 percent. Engineering analysis was performed and boston scientific technical services confirmed the device was depleting normally. There were noticed a memory corruption signs. The charge start is in error likely due to random memory corruption. This is affecting the longevity calculation and is not correctable. Longevity will be in error until the voltage falls below that mentioned level at which point the correct longevity will be displayed. Memory errors can be induced by exposure to ionizing radiation in the environment or intentional therapeutic exposure. This device appears to be operating normally despite the errors. Boston scientific technical services recommended that the local sales representative discuss with the patient what is their workplace environment, lifestyle, medical assessment and whether anything could indicate an increased risk of the environmental ray exposure. No adverse patient effects were reported. This device remains in-service.